Event description:
Noticed the connection from the IV bag and IV tubing on patient's IV access was severed. The tubing with one end connected to the IV bag ending in the tubing connected to blood set chamber filter was disconnected. No one from the nursing team witnessed severing of the connection. Additionally, the event was reported to the charge nurse and manager, with the packaging from the set, IV bag (whole IV tubing set) saved for investigation. New IV tubing was implemented for the patient's IV administration.